Event description:
It was reported that the intima-ii 22gax0.75in prn slm npvc experienced the catheter backing out of the vein during use. The following information was provided by the initial reporter: venous indwelling needle was inserted in the middle of the left elbow, with smooth blood return and proper fixation. Both upper limbs were raised over the head during CT enhanced examination, and extravasation occurred during iobitol injection during pressure injection, the catheter backs out of vein and the examination was immediately stopped, with the extravasation range of 15mm*20mm. After 24 hours, the leakage swelling was the whole forearm palmar part, the patient was instructed to drink more water, the affected limb to do pressure movement, the swelling subsided significantly after 24 hours.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8262019. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 22gax0.75in prn slm npvc experienced the catheter backing out of the vein during use. The following information was provided by the initial reporter: venous indwelling needle was inserted in the middle of the left elbow, with smooth blood return and proper fixation. Both upper limbs were raised over the head during CT enhanced examination, and extravasation occurred during iobitol injection during pressure injection, the catheter backs out of vein and the examination was immediately stopped, with the extravasation range of 15mm*20mm. After 24 hours, the leakage swelling was the whole forearm palmar part, the patient was instructed to drink more water, the affected limb to do pressure movement, the swelling subsided significantly after 24 hours.